Manufacturer narrative:
Upon receipt, the returned device was visually inspected and the shaft of the device was bent. The bent shaft could affect the functionality of the device because it would increase friction and restrict movement of the blade. We are unable to provide a possible cause for the reported event because of the condition of the returned device. A review of the lot control sheet for the reported device serial number, indicated that the instrument passed all applicable tests and inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.

Event description:
During procedure, the harmonic scalpel coagulated the vessels partially. The physician used another device to conclude the procedure. There was no pt injury reported.